Manufacturer narrative:
Device evaluation: the device was returned with blood visible in the balloon and inflation lumen. Device was placed in waterbath to disperse residue. Numerous kinks were evident throughout hypotube. A 0.014 inch mandrel failed to pass through hypotube due to extreme kinks. In order to inflate balloon, device was cut, 0.5cm distal to guidewire entry port. The balloon failed negative prep. On pressurisation of the device a short radial tear was observed along the balloons working length. The balloon material appeared to be uneven along the length of tear site . The inner lumen patency was verified with a 0.015 inch mandrel. No deformation was evident to the distal tip on visual inspection. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to use an nc euphora balloon catheter to treat a moderately calcified and moderately tortuous lesion in the distal circumflex with 100% chronic total occlusion. There was an anatomical abnormality in that the origin of the circumflex is from the rca. The device was inspected with no issues noted. Negative prep was performed with no issues. There was no damage noted to packaging and there were no issues when removing the device from the hoop/tray. The lesion was predilated and the device passed through a previously deployed stent. The physician observed that there was resistance and excessive force was not used. When the balloon was inflated at 16atm there was balloon burst, leak or catheter leak . The device was moved/repositioned in the lesion prior to the burst and the burst occurred on a subsequent inflation. While the balloon was inflating, blood was observed. The status of the patient is unknown.